Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a skin irritation under her electrodes and the garment. During a follow up the patient indicated that the irritation got worse and could be infected. She reported that the doctor advised her to remove the device for a few days and prescribed her an ointment and a steroid. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.